Event description:
It was reported by a doctor that he has more of his patients commenting on ¿(B)(6)¿ and ¿(B)(6) dysphotopsia with the tecnis intraocular lenses. The doctor describes (B)(6) dysphotopsia as a temporal flash noticed by a small percentage of patients. The patients generally get used to this, and he is less concerned about this problem. The doctor describes (B)(6) dysphotopsia as a glare\halo\sparkling around light noticed by a few more patients and for one patient this has become a major problem requiring explant. This report is for the reported patient with the explant of the lens. The model and type of lens was not identified nor was any further information provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial MDR the model number was unknown. Follow-up indicated that the model number is zcb00. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received from the doctor where we were advised that no explants actually took place and that the dr. Has no interest in pursuing this complaint and providing additional information. Further, the serial number information was provided with confirmation that no explants have occurred. This patient has complained miserably of the halos, glare and also sensitivity. The patient has amo lenses implanted in both eyes. A separate MDR is being filed for the lens implanted in the patient's companion eye. (B)(4). Brand name: tecnis 1-piece. Common device name: (B)(4): monofocal iols. Serial #: (B)(4). Catalog #: zcb0000290. Expiration date: 04/30/2018. If explanted; give date: na (not applicable) the lens was not explanted. (B)(4). Device manufacture date: 04/30/2014. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There was no visual inspection of the lens as the lens remains implanted in the eye. The reported complaint can¿t be confirmed. A review of the manufacturing records was performed. There were no non-conformances or issues with respect to the manufacturing process. A search on complaints revealed that no other complaints for this production order were received to date. The directions for use (dfu) were reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.